Event description:
It was reported that they were getting intermittent artifact on patient scans. This resulted in the patient being re-exposed. It was determined that the xray tube needed to be replaced. Once this was completed the system is working as intended.